Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the bands were moved from their position and overlapped, and one band was broken. These findings were consistent with the findings per media analysis on the provided photos. Also, the ligator head teeth were bent/damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands were moved from their position and overlapped, and one band was broken. The ligator head teeth were bent/damaged. These suggest that the device could not deploy. It is possible that procedural or anatomical factors encountered during the procedure could have affected the device performance and lead to the teeth bent/damaged and resulted in the in ability of the device to deploy the bands making them overlapped. More attempts to deploy the bands would lead to break/damage the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the first of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy successfully. Two speedband superview super 7 were used; however, the bands still would not deploy. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed one ligator head had intertwined blue bands and damaged white band, and the second ligator head had the bands intertwined and damaged blue and white bands.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy successfully. Two speedband superview super 7 were used; however, the bands still would not deploy. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed one ligator head had intertwined blue bands and damaged white band, and the second ligator head had the bands intertwined and damaged blue and white bands.